Manufacturer narrative:
Concomitant: product ID 8711, lot# n107681027, implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
It was reported that there was filling difficulties and a pump pocket fill. The pump reservoir was accessed to measure fill volume. Approximately 10cc of baclofen/dilaudid was injected into the pocket. The patient was sent to the emergency room and was hospitalized overnight and released the next day. The patient experienced overdose symptoms. The patient outcome was ¿alive ¿ no injury¿. It was later reported that the pump was accessed with a refill kit and 10ml was withdrawn. Per the physician, the remainder of the drug from the refill that afternoon may have been in pocket/capsule.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the needle slipped out of the reservoir during syringe changing. The patient felt lethargic and had a 'funny feeling'. It was noted that the patient was stable and the next refill went flawlessly. The pump contained hydromorphone and lioresal.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient also experienced somnolence. The patient was admitted for observation and narcan administration. It was noted that the needle placement was accurate however pulled out of position during fill.